Manufacturer narrative:
The field service engineer (fse) completed instrument performance testing with acceptable results. Precision results were within specification. The fse did not identify a cause for the issue. The sample was requested for investigation.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys estradiol iii assay (estradiol iii) on a cobas e 411 immunoassay analyzer. The initial result was > 3000 pg/ml with a data flag. The customer programmed a 1:10 dilution and got a result of 2044 pg/ml. The customer programmed another 1:10 dilution and got a result of 2093 pg/ml. The customer then repeated the sample with no dilution and got a result of 2984 pg/ml. The customer has not reported any of the results outside of the laboratory; however, the customer does not know which result is correct. The e411 analyzer serial number was (B)(4).

Manufacturer narrative:
Calibration signals were within expectation biorad qc results were within customer ranges. In the investigation, interference testing was performed. Interference based on biotin, anti-ruthenium, anti-streptavidin and hara mechanisms could be excluded. The sample showed visible hemolysis and it cannot be excluded that the sample condition influenced the sample results. The initial customer value could not be reproduced in the investigation but the dilution effect was detectable. The diluted sample was found significantly lower than the undiluted sample. The diluted value reproduced in the investigation fits well with the determination by routine laboratory lc-ms method. The cause of the event could not be determined.